Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer changed the battery and alarm persisted. Blood glucose value was 123 mg/dl. Customer had reverted to backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests due to no button response. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.